Event description:
Complaint rec'd regarding an unknown qty. Of z3030, 8" (20 cm) pressure infusion (400psig) ext set w/remv microclave, clamp, rotating luer, non-dehp tubing lot# 34-589-he (mfg. Date 11/2013). The initial report states,"defective option-lok". There was no patient involvement.

Manufacturer narrative:
Lot analysis: a review of the mfg. Lot database for the following lots: lot# 34-589-he (mfg. Date 11/2013) (B)(4) units, lot# 35-496-jw (mfg. Date 11/2013) (B)(4) units, lot# 36-380-sl (mfg. Date 12/2013) (B)(4) units, lot# 33-980-sl (mfg. Date 10/2013) (B)(4) units, lot# 35-600-sj (mfg. Date 12/2013) (B)(4) units, lot# 35-054-jw (mfg. Date 11/2013) (B)(4) units, shows all units were manufactured, tested, inspected, and released. There was no exception documentation generated during the manufacturing lot build. Mfg analysis and investigation: mfg. Rec'd fifteen (15) opened/unused z3030 from all above lots and no visble anomolies were recorded. No mating devices were returned. Functional and performance testing on returned z3030 devices showed that the spin collar retention (stiction) to the male luer (checked after rotating and pushing the spin collar back and then removing the cover) was high on 11/15 devices. Five (5) of the devices were attached to in house 20g smiths medical jelco IV catheters using a torque value of 1.0 in lbs per the specification requirement and simulating usage. The devices were then leak tested with water at 400 psig (a total of 3 times). No leaks were found and the connections between the spin collars and IV catheters did not separate. The devices were tested per internal product performance specification. The reported product problem could not be confirmed, and the exact cause of the problem remains unknown. ICU medical identified technique related variables that could contribute to user issues, and guidance was communicated to the customer. Further enhancements to the relevant products and processes were identified. The team reviewed applicable design, materials, and manufacturing and equipment processing parameters.